Event description:
During attempted implant, increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was repositioned. The stylet could not be inserted into the rv lead. A different rv was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.